Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose reading of 39 mg/dl. The customer treated with the pump, orange juice and pastries. The customer's current blood glucose was 385 mg/dl. The customer reported incorrect fill cannula setting on pump to 1.0 units. The customer declined to troubleshoot for low and high readings. The insulin pump was not returned for analysis.